Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined as the device was not returned for evaluation. The user reported they pushed the distal cover until the hook of the subject scope tip appeared from the opening of the cover. Moreover, they reported not having confirmed at the inspection prior to use that the cover did not come off by pulling or twisting after attachment to the scope. Therefore, the cover may have covered the hook but not gone over it completely. It is likely the cover came off due to insufficient attachment to the scope. The event can be detected and prevented by handling the device in accordance with the following IFU: chapter 4 - 4.1 in the operation manual shows how to detect the event. Chapter 3 - 3.5 in the operation manual shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to b5 and d10 that was inadvertently left off, as well as providing relationship between the patient identifiers.

Event description:
Additional information was inadvertently omitted from the initial report. It was stated that the cap was retrieved immediately with a foreign body device without any delay and no additional medical intervention was required. This event required two reports. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope (this report). Patient identifier (B)(6) is for the single use distal cover.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope cap fell off during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed with the same set of equipment. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was not returned to olympus for inspection. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.